Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. The motor passed motor test. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the motor error occurred during bolus and basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.